Manufacturer narrative:
(B)(4). Other device used: catalog # 00597206541, nexgen all poly patella, lot # 60700195 was mfg at zimmer (B)(4), catalog # 00579104100, m/g unicompartmental knee system headed screw, lot # 60841555, and catalog # 00579104100, m/g unicompartmental knee system headed screw, lot # 60851604. Eval summary: no product was available for eval as the pt has not been revised. Also, no x-rays were available for review. The pt's height, weight, and build are unk. The pt informed zimmer, inc. That he recently had an allergy test performed in which the results concluded that he is allergic to iron, zirconium, and aluminium. His health care providers have ruled out ra and gout. The pt needs to have his knee aspirated again to relieve the fluids. The pt is currently requesting the health care providers to conduct more testing as to why his knee feels like it is on fire when exposed to sunlight. It is unk why this sequence of events is occuring, as there have been no similar complaints. Based on the available info a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the instigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted on (B)(6) 2008. Since then the pt has been experiencing several problems. The pt had fluids removed from his knee in (B)(6) 2008 and (B)(6) 2009 since yellow fluids and blood kept building up in his knees. The pt can not walk in the sun as his knee feels like it is burning inside.